Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-13911, 2017865-2021-13910. It was reported the patient passed away partly due to sepsis. It was unknown if the implanted cardiac system was related in anyway. No other information was known about the event.